Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2015, the patient had elevated blood glucose. The correction with the infusion device was not successful. On (B)(6) 2015, the patient went to the hospital. The blood glucose result at the hospital was 700 mg/dl. The patient was treated with insulin via perfusor. The patient had a heart attack while in the hospital and received a stent. The patient was admitted into the hospital for an unknown amount of time. The infusion device was requested to be returned for product evaluation.